Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure, while tying off the vessel for a canine neuter, three strands of suture from the box were breaking at the end of the suture by the end of the surgery before patient was closed. A new suture from different lot was used to complete the surgery. There was no patient injury.